Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a sharps container. The customer reports that the sharps container was removed from the wall enclosure for replacement and in doing so, the nurse was stuck by a used needle due to a large crack in the bottom. The nurse was stuck in the hand and was being treated for the needle stick per the hospital protocol.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway; upon completion, the results will be forwarded.